Manufacturer narrative:
Device was received with cracked reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had reservoir lip ring missing. The customer's blood glucose was 246 mg/dl at the time of incident. The customer reports that reservoir get off the insulin pump. The insulin pump will be returned for analysis.